Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube(s)") and embedded device ("essure coil on the left was embedded in the endometrium adjacent to the fallopian tube ostia/malposition of essure device, location: endometrium.") In a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's concurrent conditions included irregular menstrual cycle. Concomitant products included estrogens conjugated (premarin), etonogestrel (implanon) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 1 day after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and female sexual dysfunction ("apareunia"). The patient was treated with surgery (hysterectomy- removal of essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, embedded device, female sexual dysfunction, fatigue and nausea outcome was unknown and the vaginal haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs and medical records received- reporter information, patient details, other relevant history, product information, concomitant drug and events- perforation of fallopian tube(s), essure coil on the left was embedded in the endometrium adjacent to the fallopian tube ostia/malposition of essure device, location: endometrium, menorrhagia, apareunia, dysmenorrhea, fatigue, nausea were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (to remove essure device). Essure was removed on -(B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of fallopian tube(s)"), embedded device ("essure coil on the left was embedded in the endometrium adjacent to the fallopian tube ostia/malposition of essure device, location: endometrium.") And genital haemorrhage ("bleeding") in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's concurrent conditions included irregular menstrual cycle, anterior cruciate ligament tear and headache. Concomitant products included buspirone hydrochloride since (B)(6) , escitalopram since (B)(6) , estrogens conjugated (premarin), etonogestrel (implanon), medroxyprogesterone acetate (depo-provera) and meloxicam. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("heavy vaginal bleeding\ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and nausea ("nausea"), 1 day after insertion of essure. On (B)(6) 2013, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy- removal of essure devices. And hysterectomy-with removal of essure devices.). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, embedded device, genital haemorrhage, female sexual dysfunction, fatigue and nausea outcome was unknown and the vaginal haemorrhage, abdominal pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, nausea and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2013: results: negative. Most recent follow-up information incorporated above includes: on 29-mar-2019: pfs received: event- genital bleeding was added.(captured from communication) concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.